Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. Antibiotic treatment was necessary for the patient. The device and leads were explanted and subsequently replaced with a leadless implantable pulse generator. No further patient complications have been reported as a result of this event.